Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user called during a supply change for assistance with a 23-inch teflon inset infusion set after observing drops during the process and having insulin delivery paused for over 40 minutes; the agent guided proper infusion set application, cannula fill, and resumption of delivery. Symptoms included hyperglycemia, with a reported glucose of 218 mg/dl, and the user noted concurrent steroid use following recent brain surgery. Outcomes included successful troubleshooting and education with no alerts or alarms and no further assistance requested. Investigation included remote guidance and assessment of use steps related to infusion set application and therapy resumption. Investigation of this case revealed no device alarms and no confirmed device malfunction, with user-related use steps during a supply change identified as the likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.